Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella placement, suction alarms were received. It was stated that the pump was observed to have ingested a clot, and the device was explanted at bedside due to the issue. Weaning was successful, and the procedural outcome was the patient survived.

Manufacturer narrative:
The investigation into the reported issue was completed. The device was not received for evaluation. Based on the clinical details it was confirmed that the device ingested clot. Data logs were reviewed and showed characteristics of ingestion. The root cause of the low pump flow most likely was biomaterial ingested. This report is being filed as part of a retrospective review of historical records.